Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report via phone that insulin pump is over delivering bolus correction amounts. He had an issue the night before where insulin pump was reaching threshold and was going to suspend due to low blood glucose. Customer states his blood glucose at time of incident was in the 50's so at 2:47 am, he got up and ate a small 150 calorie granola bar and went back to bed. He states he did not navigate through screens and buttons and turn the sensor off. When he woke up his blood glucose was 309 mg/dl. Customer's blood glucose at time of call is 63 mg/dl. Customer believes that pump correction amounts are incorrect and causes his blood glucose to be very high to very low in a few hours. Performed trouble shooting with customer. Customer was advised to monitor insulin pump. Device was not returned nor replaced.